Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient just had a doctor visit last week. He said the patient needs a replacement. Patient said this seems like such a short time. The first one went for three years and now this one two years. Reviewed with caller that battery depends on settings and usage. Next doctors appointment is (B)(6) 2018. No symptoms were reported. No further complications were reported or anticipated with this event.